Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that steam pop occurred. The intellanav oi was selected for av node ablation. Ablation settings were 30w with 17 ml/min flow rate. No obvious impedance or temp rise was noted. However a steam pop was noted, the procedure was completed with this device. Patient blood pressure was monitored post procedure with no obvious sign of tamponade. No patient complications were reported.